Manufacturer narrative:
The insulin pump passed the functional tests including, prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. During visual inspection debris was noted on serial number label and end cap. A cracked case near reservoir window, scratched reservoir window, cracked reservoir tube lip, cracked battery tube threads, a slightly stripped battery cap coin slot, scratched display window, cracked case near display window corners and corrosion in the battery tube.

Event description:
It was stated that the lawyer alleges that the customer was hospitalized as a result of receiving improper amounts of insulin while using the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.